Manufacturer narrative:
Corrected data: added UDI number: (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation due to infection. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Pve occurs in 3% to 6% of recipients of prosthetic valves. This type of endocarditis is associated with high morbidity and mortality rates of between 10% to 59%. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to see a prosthesis perioperatively, most contamination probably occurs intraoperatively. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. (B)(4).

Event description:
Edwards received information a 25mm aortic valve was explanted due to endocarditis after an implant duration of two months, two days. Approximately a month after implant the patient presented with "endocarditis, valvular dehiscence and ao to lvot fistula and renal transplant graft failure." Intraoperatively, the aorta was transected, and the valve was inspected. There were large vegetations on the ventricular surface of the valve. Intraoperatively, there were large vegetations on the ventricular surface of the previously implanted aortic valve which was enveloped in an abscess cavity. The abscess cavity caused a full aorto-ventricular disruption. The explanted device was replaced with a 23mm aortic valve and a 28mm valsalva graft. After allowing the heart to eject, there was some bleeding from the area of the right noncommissure where there appeared to be a calcified portion of the annulus that did not really feel to the graft prosthesis. Several pledgeted sutures were then used to fix this along with bioglue. The patient was then transferred to the cardiothoracic surgery intensive care unit in critical condition. He returned to the or for chest washout and closure on post-operative day three. The patient's course of stay in the intensive care unit was complicated by the need for continuous renal replacement therapy, reintubation for acute respiratory failure on two occasions, a ventricular tachycardia arrest with cardiopulmonary resuscitation and return of spontaneous circulation, and a biventricular implantable cardioverter defibrillator placement. The patient recovered and was transferred to a sub-acute facility on post-operative day 30.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the device was explanted after two months due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally or patient condition such as endocarditis. Information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, and possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Through edwards implant patient registry edwards learned that a 25mm edwards aortic valve was explanted due to unknown reasons after an implant duration of two months and two days. The 25mm valve was replaced with a 23mm edwards aortic valve.